Manufacturer narrative:
Correction: the initial reporter should have been dr. (B)(6) jha from the methodist university hospital. The address of this facility should have been 1265 union ave., (B)(4), tn with the initial reporter phone number (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine check up. Upon interrogation, the implantable cardioverter defibrillator exhibited far p-wave oversensing. The next day the device was reprogrammed successfully.